Manufacturer narrative:
Based on the claim against the product by the customer noting vessel sealer not working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The e-100 generator was analyzed and the complaint regarding the vessel sealer instrument was not confirmed by failure analysis. The e-100 generator was installed into a test system, and it worked as expected with a test instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer (vs) was not working, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a red light starting up the e-100 and replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, customer reports, the vessel sealer (vs) was not working, and they have red light emitting diodes (leds). The technical support engineer (tse) confirmed that they attempted to reboot the e-100 but that did not resolve the issue. The customer stated the surgeon elected not to delay the case and was using the vs instrument with the erbe. The tse was unable to troubleshoot any further with or staff. The or staff proceeded with the case. The procedure was completed with no reported injury.